Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Event description:
Patient's relative reported "rupture". Later healthcare professional reported "rupture, rotated, and flipped upside down". This record is for the left side. Device remains implanted.

Event description:
Patient representative reported "rupture". Later healthcare professional reported "rupture, rotated, and flipped upside down". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: flipping: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device and three openings through microscopic inspection assessed as surgical and damage. No further actions are required as it is not related to the manufacturing process. Observed a split in patch area through visual inspection assessed as workmanship. A further investigation is requested. No additional observations performed on the device. No further actions are required.

Event description:
Patient representative reported "rupture". Later healthcare professional reported "rupture, rotated, and flipped upside down". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area (ss), it is out of specification per qa 199.04. The event of flipping was unable to observed, then, it is unable to confirm, and the event of rupture was observed, therefore the event is confirmed, however, the found workmanship has not relation to it. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev. 3.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device was explanted and replaced.